Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis user facility reported a machine powering on and off by itself, with no machine alarms, during heat disinfection. The customer reported seeing a "puff of smoke" from the actuator-test board. The power logic board and actuator-test board were replaced. Although requested, no further information was made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hemodialysis user facility reported a machine powering on and off by itself, with no machine alarms, during heat disinfection. The customer reported seeing a "puff of smoke" from the actuator-test board. The power logic board and actuator-test board were replaced. Although requested, no further information was made available.